Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states they have called before, but they are still having issues with the device. The customer states having issues with no delivery alarms. The customer's blood glucose level was unknown. The customer states they have not worn the device since their last call to the help line. The customer states the device is constantly rewinding. The customer was not able to troubleshoot due to the line being disconnected. The customer did not have the device on them to troubleshoot. Nothing is being replaced or returned at this time.